Manufacturer narrative:
(B)(4) final report. In order to progress with the investigation of this event, post primary and pre revision x-rays, the explanted devices, operative notes, patient age, activity level and patient medical history were requested, however, these were not all available and thus there was only limited information for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available for this event, no further investigation can be conducted and thus corin now consider this case closed. However, should additional information be provided then this case may be re-opened for additional investigation.

Event description:
Trifit ts revision after approximately 1 year and 1 month due to subsidence of the stem. Please note: the original report submitted on 04 jul 2017 stated that the revision occurred after 1 month. This information was incorrect. The primary surgery was done on (B)(6) 2016 and the revision was on (B)(6) 2017.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and the explanted device has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification.

Event description:
Trifit ts revision after approximately 1 month due to subsidence of the stem.